Event description:
It was reported that this pacemaker was exhibiting inappropriate atrial tachy response (atr) due to farfield oversensing. Technical services (ts) was consulted and recommended reprogramming. The device remains in service. No additional adverse patient effects were reported.